Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had electrode was missing. Customer¿s blood glucose level was unknown. Customer stated that the electrode was not stay in the body. Customer also stated that the cannot find sensor signal. Customer troubleshoot was not performed. The sensor will not be returned for analysis.